Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter broke occurred. An opticross¿ hd imaging catheter was selected for use. During the procedure, an opticross¿ hd imaging catheter was advanced through the guide catheter to start recording and the catheter broke. The physician noticed the image completely disappeared. No patient complications were reported and patient's status is okay.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the opticross hd imaging catheter was not broken into pieces. The physician and technician heard the catheter snap. The physician removed the opticross hd imaging catheter and proceeded with case.